Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 462 mg/dl. Customer attempted to treat their high blood glucose via insulin pump. Customer advised they performed the rewind process and were able to properly get insulin to come out of the device. Customer declined to troubleshoot for high blood glucose and felt the insulin pump worked properly as designed.